Event description:
During incoming inspection, the distributor rejected this device, 138114a, electrosurgical handpiece, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿insufficient heat-seal¿ was confirmed. Examination of returned unused device 138114a found that there was an insufficient heat-seal on all three devices. Examination was done with a dye leak test. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was improperly sealed at manufacturing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode; however, three were confirmed. A two-year review of complaint history revealed there has been a total of 191 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame 9,246,439 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised to inspect and test each device before use. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. We will continue to monitor per regulatory requirements to help ensure patient safety.